Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing and the cardiac resynchronization therapy defibrillator (crt-d) failed to detect the patient's ventricular fibrillation (vf). The patient had previously collapsed and received high voltage therapy for vf. Cardiopulmonary resuscitation was performed for approximately forty minutes but the patient expired. No further information was reported.